Event description:
It was reported that the patient complained about noise and intermittency, which began in august. The patient is experiencing an electric noise. The speech processor was exchanged, however, the patient still had the same problems. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.